Manufacturer narrative:
Insulin pump had no button response due to moisture damage on keypad traces. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted during visual inspection.

Event description:
Customer reported a button error alarm. He also mentioned the act button was not working. The customer's blood glucose was 152 mg/dl. The customer could not recall any significant events leading to the alarm. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.